Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at end of life. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device¿s battery depleted earlier than previously estimated.

Event description:
Boston scientific received information that during a routine follow-up, this patient¿s pacemaker was observed to be prematurely depleting as the device was in backup mode and the battery displayed less than half a year of longevity remaining. Approximately four months prior, the longevity of the device was noted to be a year and a half. Surgical intervention was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.